Event description:
It was reported by the rep that during a low anterior resection procedure the device gave an error code 5. Trouble shooting was performed and the device still gave an error code 5. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.